Event description:
It was reported that two days post implant, the right atrial lead dislodged. During an attempt to reposition the lead, it became damaged. The lead was explanted.

Manufacturer narrative:
(B)(4).